Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized and treated in the intensive care unit for ketoacidosis. It was stated that the customer did not feel well and was nausea and vomiting. It was stated that the next day the insulin pump was reconnected and customer's glucose level went high again. Then, the infusion set was changed and found that the cannula was bent, but the insulin pump did not alarm no delivery. It was stated that the infusion set was discarded at the hospital. No further info was provided.